Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was working normally and no freezing was observed. A technical support specialist (tss) dialed into the station, confirmed that the station was no longer in the initializing state. The tss verified the med application launched successfully and updated the customer. The system functioned as intended when the technical support specialist (tss) checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, system was stuck in the initializing state and would not shut down, remained unresponsive even after power off attempts and unplugging from the power outlet. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.